Manufacturer narrative:
Section h10, investigation findings: usage problem identified. Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed controller clock corrupt alarms indicating a total loss of external power to the system controller with an associated pump stop, which appeared to be consistent with the full battery depletion of the 14-volt batteries and 11-volt backup battery. It was reported that the patient had controller clock not set alarms. The patient reportedly slept on battery power and woke up to a continuous alarm. The submitted controller event log file contained data from (B)(6) 2000 at 11:47:09 to (B)(6) 2021 at 10:27:41 per timestamp. There were continuous controller clock corrupt alarms and clock invalid faults throughout the captured data. The alarms cleared following the controller clock reset on (B)(6) 2021 at 10:26:00. There were no pump stops captured within the log file; however, the controller clock corrupt alarms indicate that the controller shut off and the pump stopped. A specific duration of time for which the pump was stopped could not conclusively be determined. The pump operated at the set speed for the duration of the captured data. The pump appeared to operate as expected. Per additional information from the ventricular assist device (vad) coordinator, the alarms resolved when the patient reconnected to battery power. There were no exchanges, and no product will be returned. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) . No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 19dec2018. The heartmate 3 lvas instructions for use (IFU) and patient handbook explain the battery charge level, fuel gauge display, and all visual and audible alarms. Instructions for exchanging batteries and switching power sources are also provided. Additionally, these documents explain that heartmate 3 patients must be attached to the power module or mpu during sleep or any time when sleep is likely. It is also noted that depleting the batteries and the backup battery will cause the pump to stop. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) is currently available. Section 2 also states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 3 ¿powering the system¿ and section 6 ¿patient care and management¿ warn that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms. These sections also warn not to use batteries to power the system when the patient is sleeping. Section 6 also includes a section on ¿preparing for sleep¿, which details the steps patients should take when going to sleep. These steps include switching to the pm or mpu and states that if a patient falls asleep during battery-powered operating, the low battery alarms may not awaken the patient before battery depletion. Also, section 7 ¿alarms and troubleshooting¿ details all system controller alarms and how to resolve them. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. The hm3 lvas patient handbook is also currently available. The ¿alarms and troubleshooting¿ section of the patient handbook provides information regarding system controller alarms and the proper actions associated with them. This section also includes detailed instructions on connecting and disconnecting to power under ¿guideline for power cable connectors.¿ section 5 ¿alarms and troubleshooting¿ details all system controller alarms and how to resolve them. Section 3 ¿powering the system¿ details how to check a battery's charge level, replacing low batteries with fully-charged batteries, and switching power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in the clinic with a controller clock not set alarm on a running controller. The patient reported sleeping on batteries and waking up to a continuous alarm. The alarms resolved when the patient reconnected to battery power. A review of the log files by technical services found that the periodic log's last good time stamp was on (B)(6) 2021 at 10:47:16, at which time the patient was operating on 14v batteries. The most common cause of the controller clock not set alarm is total loss of power to the system. This total loss of power would also cause the pump to stop.